Manufacturer narrative:
Updated fields - b4, d8, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: e1(event site name) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, inspection found that the battery is starting to not hold a charge. Action: will offer a price to replace the damaged one. Come in to estimate the repair cost. For sending a quotation only. Fse has closed the job and the customer will send a po after that if they agree to repair. Completed estimation only on breakdown. Quoted send to customer, fse close this job. Po from customer will send later time if customer accepts the quotation. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) battery runs out fast. There was no harm or injury reported.